Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a replacement of the pump and reservoir occurred due to the tubing between the pump and reservoir malfunctioning. The cylinders remained in place. It was reported that the suture needle hit tubing and the failure was not device related. Additional information received indicated there was no liquid in pump and there was a broken tube between pump and reservoir.